Event description:
The patient called lifescan on 11/26/04 and complained that his meter was displaying three dashes (---). The patient stated, that he went into the setup mode to reset the date and time. He stated after making the changes and turning the meter on, the three dashes appeared. He contacted his physician for advice and he was advised to contact lfs. No treatment was provided. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction; however, there is no evidence that the patient suffered a serious injury. A replacement meter is being sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.